Manufacturer narrative:
Insulin pump received with battery cap damage due to stripped coin slot. Minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump battery cap could not be removed. Blood glucose reading at the time was 126 mg/dl. Troubleshooting was performed and battery cap could not be removed. Advised customer that the insulin pump will need to be replaced. Nothing further was reported.